Event description:
Paramedics attended to a 51 yr old male diagnosed in cardiac arrest. The pt was diagnosed as asystolic. Disposable defbrillation electrodes were applied to the pt and the operator attempted to administer a shock. The operator said the defibrillator failed to shock. The standard paddles were subsequently used and 3 shocks were successfully administered. Once inside the ambulance, new electrodes were applied to the pt and another 4 shocks were administered. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.